Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11sep2019. The manufacturer¿s international service technician confirmed the reported backup alarm issue. The manufacturer¿s international service technician replaced the cpu pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported that the "check vent: backup alarm failed" alarm occurred. There was no patient involvement.